Event description:
It was reported that this pacemaker patient had contacted the hospital due to "not feeling good" since the last follow-up three months ago. Upon recent interrogation, they found that the device had reverted to operation in safety mode. Subsequently, the patient was admitted for the device to be explanted and replaced. Additional information was requested to verify the device model/sn and return status, however no further information was available at this time. No additional adverse patient effects were reported.